Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and was hospitalized. The customer¿s blood glucose was unknown. Customer reported they were trying to get pump on auto-mode. Customer additionally stated that they got sick, thought it was flu, vomited for 3 days, couldn't walk or talk and dehydrated. Had to forcefully pump in 6 liters of fluid. Treating her of sepsis. Cannot find point of origin. Went into diabetic ketoacidosis. Had insulin drip and now that she's back on pump. Customer could not to troubleshoot for high readings. The insulin pump will not be returned for analysis.